Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The international customer reported the ventilator backup battery is depleted. The customer reported there was no patient involvement.

Event description:
The manufacturer's field service engineer reported that while servicing the ventilator, the ventilator indicated the backup battery was not connected. There was no patient involvement.